Event description:
Account alleged that there was no trendelenburg. All other functions work. No injuries reported.

Manufacturer narrative:
Account has changed the nurse control panel and issue remains. Technician told the account it could possibly be the logic board or cabling to the logic board. No further information on the repair of the bed at this time.